Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, white residue on air/water channel a root cause could not be identified. Based on the results of the investigation, noise image and scope communication error b30 occurred due to fluid on connector caused by a leak due a crack on plug unit. The most probable cause for the malfunction is traced to component failure. The most probable cause for white residue on air/water channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced no image and scope communication errors (error b30 and e216) during reprocessing. There were no reports of patient involvement.